Manufacturer narrative:
Follow up 8/27/2016: it was reported that the replacement wall adapter resolved the charging issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, it would not recognize the power source. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump was able to charge to 100%. A replacement wall adapter was sent to the customer.